Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with device. The needle shaft has been bent from manufacturer intended position. The actuator has been deployed. A functional evaluation revealed the device actuator could not be functioned due to bend in needle shaft. A review of the customer provided images show a bent fast-fix. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the fast-fix had the sutures between t1 and t2 too short and caused t2 to fell from meniscus. There was backup device available to complete the procedure, it is unknown if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.